Event description:
Related manufacturer report number: 1627487-2021-02033. It was reported that the patient was experiencing ineffective stimulation. X-ray testing showed that one of the implanted leads was fracture. As result, the lead was reading impedance issues. Both leads were explanted and replaced. Effective therapy was established post-operative. It is unknown which lead was fractured so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.